Event description:
Pt was experiencing dyspnea so an echo was performed. The cardiologist observed a possible paravalvular leak. At explant, there was no evidence of paravalvular leak, and the valve appeared to function normally. The valve was explanted.

Manufacturer narrative:
Valve was received in st. Jude medical heart valve division der analysis lab in a st. Jude medical product return kit, submerged in a liquid solution. Sewing cuff was tannish-whit in color, contained several blue sutures, as well as small amounts of a whitish tissue, which did not extend onto the carbon portion of the valve. Both leaflets appears to function normally. A granualr substance, which appeared to be dried blood and/or body fluids, covered the carbon surfaces of the valve. Valve was chemcially sterilized and forwarded to dr., an independent pathologist at heart & lung center, for gross morphological examination. Dr. Titus stated that at time of his examination, valve appeared to have been extensively cleaned of most tissues associated with prosthesis prior to its return to st. Jude medical heart valve division. Specifically, only small amounts of normal fibrous tissues were present on sewing cuff; these tissues did not prtrude into, nor inovlve orifice, recessed pivot areas, or leaflets in any fashion. No tissues were available for histoligic section. Dr. Conlcuded that this valve was essentially a normal explanted prosthesis, ans as is usallly case with explanted valves, presence or absence of paravalvular leak could not be ascertained. Valve was then cleaned, and sewing cuff was removed. Valve was then visually examined at 10x maginification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve has no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all st. Jude's medical's spcifications. Leaflet and orifice dimensions were inspcected and verified to be within st. Jude's medical's specifications. Sterilization verification was completed by st. Jude medical heart valve div mecrobiology dept. A review of sterilization parameters and steriizer validations from period that encompasses sterilization date of valve was completed. This valve was sterilized in accordance wiith st. Jude medical specifications. Valve's history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and dat, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation indicated aortic regurgitation, which was due to possible paravalvualr leak, was not caused by an intrinsic valve defect, as supported by testing performed at st. Jude medical heart valve div